Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm during bolus or basal delivery. The insulin pump had a cracked display window and cracked case at the display window corner on the lower left and lower right corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 528 mg/dl. Customer treated their high blood glucose via bolus delivery. Customer experienced dry mouth as a result of high blood glucose levels. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised the no delivery alarm occurred during bolus and basal delivery. Customer advised the device did not deliver insulin properly and the no delivery alarm issue was not resolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.